Manufacturer narrative:
The customer did not provide the device serial number. A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the device battery will not charge. There was no reported patient involvement.